Event description:
It was reported that an event occurred on (B)(6) 2026. The only information currently provided is that the infusion was programmed manually using the drug library and that there was a right ij dual lumen central line with introducer. There was patient involvement but no harm. The customer also noted that, "IV pump and epic incorrectly charted a rate change as "rate verify". The infusion was norepinephrine 32mg in dextrose 5% 250ml concentrated with an ordered rate of infusion of 0-60mcg/min.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.